Event description:
Information received by medtronic indicated that the customer received the error code of software error detected (pump error 53). Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. The pump passed the self-test. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and the product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states the patient information cannot be provided due to regional privacy regulations.